Event description:
It was reported that pump screen was dark and would not turn on. Customer¿s blood glucose level was 516 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level. Troubleshooting with tandem technical support indicated the pump shut down due to not charging the battery. The customer continued to use the pump for insulin therapy.